Event description:
Went to mix ampicillin; upon drawing up sterile water to mix in the ampicillin, a small circular particle was noted to be floating the fluid filled syringe. Site believes the debris came from the vial of water.